Event description:
During the process of dissection, laparoscopic hand assisted left hepatic resection, with the ace harmonic shears there were constant errors coming up on the harmonic machine. (Ie remove device from patient, clean blades, release pressure on blades, reactivate device.) This was all intermittent through out the case along with erroring when not in use. I changed out to the #2 handpiece with the same issues along with changing the harmonic cord.